Event description:
Information received indicating that a smiths medical cadd legacy pump failed accuracy by-6.35%. It was reported that the there was no patient involvement in the reported event.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps 6400. The report failing accuracy -6.35 was not confirmed during testing. The device ran with in the specifications. Of +/-3.0%. No evidence was revealed in the event log. The theory that the customer accuracy test set up or procedure was incorrect. Device has unknown exactly standard periodic maintenance.

Event description:
Investigation completed on a smith medical ambulatory infusion pumps/cadd legacy 1 pumps 6400.